Event description:
Customer's wife reported that customer passed away. Cause of death was reported as high blood glucose, and wife stated that the customer was wearing pump at time of death. No further details provided at time of call.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report completed to the best of our knowledge.